Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (20 mg/ml at 3.497 mg/day) via an implantable pump for an unknown indication for use. It was reported there was a pump stall and recovery. The event date was reported to be (B)(6) 2018. The patient realized a strange, unknown alarm (two short signals) in the middle of the night. They could hear the alarm two more times, and after that, the alarm was gone for the rest of the night. They did not have any symptoms of underdosing. The alarm had been silent since that. The day after, the patient sought the hospital and the pump was read by the crew. There was a pump stall observed, and also a recovery. Troubleshooting included printing the logs from the n'vision. No actions were needed; the issue was resolved. Surgical intervention did not occur nor was planned. The patient status was alive - no injury. There were no known contributing factors to the event. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The representative provided the pump logs. The logs were from an interrogation on (B)(4) 2018 at 10:03. The logs indicate a motor stall recovery occurred on (B)(4) 2018 at 00:55.